Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient having an issue with feeling stimulation. Caller stated they have stimulation to help with the lower back and they normally fell stim all the time. Caller stated that the programmer will say stimulation is on but they dont feel it. Caller stated they dont know what the issue could be or why this has changed. Caller stated controller is 100% and implant is charged to 90%. Agent walked caller through adjusting therapy with adaptive stim on but when caller went to check position the adaptive stim was not recognizing the position correctly. Caller stated that the controller shows laying when they are currently upright. Agent offered to walk caller through turning adaptive stim off until they are able to see the hcp/rep for recalibrating. Caller stated they would rather have more control over the stimulation levels when they adjust their body because sometimes when they lay down it is way to strong and they have to just turn it off. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.